Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds. Additionally, the patient has been experiencing phrenic nerve stimulation. Reprograming of the device was performed in order to resolve the issue. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a lead reposition was performed in order to resolve the issue.